Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Serial# unknown implanted: (B)(6) 2021: product type lead product ID neu_unknown_lead. Serial# unknown implanted: (B)(6) 2021: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: product ID: neu_unknown_lead, serial/lot #: unknown: b3, d6a, d10: the event date and implant dates are inaccurate; only the year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that it was reported that the patient's leads could not "be found." It was also noted that the device required frequent recharging and there was no relief from pain at this point.